Event description:
A report was received that the patient was experiencing discomfort in the middle thoracic back. The wires were exposing a little bit to the tissue causing the discomfort. The patient underwent a revision procedure wherein the clik anchors were removed and the excess lead was pulled down and retunneled. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted clik anchor was not returned to bsn as it was discarded by the medical facility.